Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one endo gia adapter xl and one idrive ultra powered handle 2 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. It was noted that the unload button was stuck in resting position. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 3 autoclave cycles for the handle. The eeprom was uploaded and indicated 8 autoclave cycles for the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was unable to be depressed. The center rod orientation was checked and was found to be assembled properly. The adapter was disassembled and the articulation housing was advanced distally. The adapter was then reassembled. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating less than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and solid blue lights were displayed along with a blinking green light about the reload status symbol. The articulation housing was returned to starting position with a retraction tool. The adapter was attached to a pmv representative handle and was able to function as intended. A pmv representative adapter was attached to the subject handle and the articulation housing on the pmv adapter became jammed upon calibration. The handle was disassembled for troubleshooting and no visual or continuity abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board. This damage can only be shown through destructive testing. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the solid blue lights and advanced articulation housing the reported condition was confirmed. The articulation nut of the adapter was found to be out of position, causing the reload detect switch to be falsely activated when a reload was not attached. This can be caused by an intermittent connection to the drive motor traces during adapter calibration. Similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board. The file will be closed as a component error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: the blue light failure indicator came on. No reinforcement material was used in conjunction with the device.